Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the bleeding and emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to bleeding at the infusion site. For treatment, a medical grade super glue was applied to stop the bleeding. The pod was worn less than 1 hour on the abdomen. The pod was discarded. The patient was on a blood thinner.